Manufacturer narrative:
Additional information provided in sections h6 and h11. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) to address the reported event. At the time of this investigation, the sr remains open. The complaint investigation is being pursued at this time using available information. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that during the silicone oil extraction and injection surgery the pressure of the silicone oil injected by the console was too low. The surgery was successfully completed. No patient impact was reported.